Event description:
It was reported, the knob that goes on to the targeting arm was not functioning. It was not locking the lag screw sleeve tightly. Went through the sleeve, but the sleeve was jostling. Targeting arm is supposed to lock the lag screw sleeve for proper aim and it was malfunctioning. Dr completed the surgery freehand holding the sleeve manually.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.